Manufacturer narrative:
H.6. Investigation: one photo was provided to our quality team for investigation. The product was visually inspected and the stopper was verified to be incorrectly assembled, partially detached from the plunger rod. A device history review was performed for lot 2002005, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined this incident occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. A camera system is used in the assembly machine to detect missing or improperly assembled stoppers. It is likely a failure in detection or rejection system prevented the product from being properly discarded.

Event description:
It was reported that prior to use the stopper separated from the plunger with a bd syringe 10ml ll. The following information was provided by the initial reporter, translated from french to english: description of the incident(*): deformation of the piston, when the caregiver wanted to sample a product. Immediate measures taken (*): syringe not used, quarantined. The event does not concern a patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use the stopper separated from the plunger with a bd syringe 10 ml ll. The following information was provided by the initial reporter, translated from (B)(6) to english: description of the incident: deformation of the piston, when the caregiver wanted to sample a product. Immediate measures taken: syringe not used, quarantined. The event does not concern a patient.